Event description:
As reported, through a european journal article, 'non-continuous mobile electrocardiogram monitoring for post-transcatheter aortic valve replacement delayed conduction disorders put to the test'. A single center study was performed between march 2021 and february 2022 enrolled all patients undergoing tavr procedure, except pacemaker (pm) carriers. All patients were provided with non-edwards monitoring device and a digital ECG recording for 1 month. Among 151 patients without pre-existing pm, 23 were excluded for pre-discharge ppm-I, 18 failed the monitoring device training phase, and 10 refused the device. Delayed cds with a class I/iia indication for ppm-I occurred in eight patients (median 6 days). This complaint is for an 81-year-old male with a 29 mm sapien 3 valve presented right bundle branch block (rbbb) at discharge. Furthermore, the patient had alternating bundle branch block (bbb) 5 days after the procedure. A permanent pacemaker was implanted due to the ongoing progression of conduction disorders (cds).

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (baseline left anterior fascicular block) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
The valve remains implanted in the patient. Supplemental MDR is being submitted with reference of the bibliography and the mfg. Report numbers. This report is 2 of 5 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2024-00100, 2015691-2024-00103 and 2015691-2024-00106, 2015691-2024-00107. Bibliography: de lucia, raffaele, et al. "Non-continuous mobile electrocardiogram monitoring for post-transcatheter aortic valve replacement delayed conduction disorders put to the test." Europace 25.3 (2023): 1116-1125.